Manufacturer narrative:
Zoll med corp has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116" and "defib fault 72" messages. Complainant indicated that there was no pt involvement in the reported malfunction.